Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, ICD memory was reviewed. We confirmed that the device declared elective replacement indicator (eri) while implanted. The ICD failed longevity testing during analysis. The battery log showed a pattern of increasing charge times. This device declared eri at the middle of life battery voltage due to larger than expected cell impedance increase. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eri charge time replacement indicator was declared due to a higher than typical build-up of internal battery impedance.

Event description:
Boston scientific received information that the patient advocate reported this implantable cardioverter defibrillator (ICD) was emitting tones. The patient was referred to their physician. This ICD was explanted one month later due to normal battery depletion and a new device was successfully implanted. No adverse patient effects reported.